Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during surgery with a qfix 1.8 mini suture anchor disp kit, the drill was placed into the guide and after it started drilling, the torque snapped the drill shaft. The pieces were removed, but the drill shaft could not be separated from the guide. The procedure was successfully completed using a back-up device. No other complications were reported. It is unknown if a delay occurred due to the event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned device shows the device is used and has been broken. A functional evaluation is not conducted due to damaged device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. A review of the instructions for use found: -prior to use, examine the instrument(s) and check for proper functioning. -additional precautions include those applicable to any surgical procedure. In general, careful attention must be paid to asepsis and avoidance of anatomical hazards. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) improper alignment of the handle. No containment or corrective actions are recommended at this time.